Event description:
It was reported customer was having issues with my sentry. Customer states the out post was flashing. Customer was advised to unplug from the power outlet and then plug back in. Customer stated the device is still flashing out post. Customer's blood glucose level was 123 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.